Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that the device failed on a pt, complainant indicated that during subsequent biomed testing, the device displayed a "defib fault 80" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.